Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Explanting physician reported left side device rupture diagnosed by ultrasound and MRI. The patient presented with pain. Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Continued h6 (heath effect): f15.

Event description:
Explanting physician reported left side device rupture diagnosed by ultrasound and MRI. The patient presented with pain. Device has been explanted and replaced with non-allergan device.